Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: 2013-12-18 explanted: product type catheter. (B)(4).

Event description:
It was reported that an overdose occurred. The health care provider (hcp) had been trying to reach the local device manufacturer representative to come access the pump. The patient was reportedly getting ¿worse and worse¿ and they needed somebody there as soon as possible. At the time of report, the patient had been admitted to the ER (emergency room). Further information received reported that the patient had been taking 2 opana per day with her pump and accidently took more of the opana than instructed. The pump was reportedly ¿slowed to nothing¿ until (B)(6) 2014 when it was then turned up again. It was noted the patient was now taking lyrica with her pump. The device system was used to deliver hydromorphone 20mg/ml at dose of ¿3.15 or something.¿ further information including the patient¿s final outcome was not provided. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.